Manufacturer narrative:
Add'l info was received on 07/15/2015. A review of the batch record for lot # 4k00207 indicted that all dressings were finished and packaged within compliance to convatec standards. Based upon the results of the investigation, the final product in this lot was manufactured properly and met specification. No previous investigations are available. After a thorough batch review, no discrepancies were found. There is not enough info to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No add'l pt/event details have been provided to date. Should additional info become available, a f/u report will be submitted. Reported to the FDA on 07/29/2015.

Event description:
It was reported that a pt had an elective partial knee replacement of the right knee. This was the fourth surgery on the right knee and a aquacel surgical dressing was applied after surgery. On the second day, the dressing was removed and a significant amount of skin was stripped away on the inside of the right knee. This area was then covered with a gauze covered film verse another surgical dressing. During hydrotherapy, the film and gauze dressing rucked at the edges and the water from the pool got under the dressing allowing the gauze to become soaked. On the fourth day, the film and gauze was removed and replaced with a dry dressing (cotton adhesive). The pt developed an staphylococcus aureus infection in the skin stripped area and was referred to a plastic surgeon and subsequent admission to hosp, where he received intravenous antibiotics and had a skin graft. Plus, flucloxacillin was given by his general practitioner to be taken at home. It was further reported that the pt has fully recovered.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. It was also noted that it was agreed that a full educational package for the hosp is to be conducted. No additional pt/event details have been provided to date. Should additional info become available, a follow-report will be submitted. (B)(4).